Manufacturer narrative:
Correction was provided in d.1., and d.2. The manufacturer internal reference number is: (B)(4)

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that intraocular lens (iol) plagued by sub surface nano glistening's (ssng) in the past and ssng still not been 100 % resolved. No more information available.